Event description:
The manufacturer received information alleging "oxygen regulation" alarm and "ventilator service required" alarm occurred. The trilogy evo, o2, japan device was reported to be in patient use. There was no allegation of harm or injury reported. During the evaluation of the trilogy evo, o2, japan device at the manufacturer's service center, the customer's allegation was confirmed. An evt_o2_prop_stuck error indicating that the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open was observed in the error log. It was observed that the valve remained closed, resulting in the evt_obm_valve_failure occurrence. The cause of the malfunction has been determined to be a proportional valve failure inside the oxygen blending module sub assembly. The device's oxygen blending module sub assembly was replaced to address the issue. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).